Event description:
Had breast augmentation on (B)(6) 2018. Began having tingling in back each day in (B)(6) 2018 and has not subsided since that. Hands and feet constantly freezing cold, and dr. Diagnosed me with raynaud¿s syndrome.